Manufacturer narrative:
The biomedical engineer reports that the cns (central monitoring system) keeps freezing within minutes of start up. Device was being used to monitor patients. Patients are still being monitored on hard wired bedside monitors. A loaner is being sent out to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the cns (central monitoring system) keeps freezing within minutes of start up. Device was being used to monitor patients. Patients are still being monitored on hard wired bedside monitors. A loaner is being sent out to the customer.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. No malfunction was found. This unit was tested for a extended period. This unit never had an issue with "freezing" up while being tested.